Event description:
Patient was instructed to move from bed #1 to head section of the bed #2 with attached mayfield adapter. As patient applied body weight in excess of headboard weight capacity the headboard failed allowing patient to fall to the floor. The combination of mayfield adapter (added to headboard) and patients weight exceeded the weight limit for the headboard. As a result of the fall patient was taken to x-ray. X-ray negative for broken bones, patient did display soft tissue swelling of the back.